Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus europa se & co. Kg (oekg), the error b30 error could have been caused by a connection failure due to damage caused by flooding of the connection connector. Damage to the scope detection sensor due to flooding of the connection socket has been confirmed. This could have occurred due to damage to the sensor when the connection socket was flooded.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the b30 occurred due to poor contact of the output socket. Also (B)(4) found that the scope detection function did not work due to the failure of the sensor. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the colonoscopy, the scope communication error b30 occurred and the all leds of the front panel of the subject device flashed. The user cycled the power of the subject device, the issue was resolved. However, during the colonoscopy, the error b30 occurred and the issue could not be resolved. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.